Event description:
Additional analysis of the event indicated that the device met product specification prior to reaching its end of life, deeming this event as no longer reportable.

Manufacturer narrative:
The event of ipg explant/replacement due to ipg reaching end of life was reported to abbott. Patient underwent a lead revision due to high impedance readings. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-49293. It was reported that the patient's scs ipg had reached end of life. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.